Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, thread tap used. Bone necrosis. Two implants placed at the same time 35 + 36, 35 is good osseointegrated and 36 came out.